Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The damaged complaint cannot be confirmed due to no use error described by the patient, the sample was unavailable for evaluation, batch review showed no manufacturing issues and an event log was not reviewed by a baxter employee. The assignable cause for the reported problem was undetermined.

Event description:
Homecare services representative sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(4) 2012. Customer reported the last six cassettes that she opened were twisted as if they had been exposed to extreme heat. The customer stated that she did not use them as they appeared to be cracked. The customer's mother does not need a call back. The hp's mother who is the caregiver (cg) contacted global product surveillance (ps) on (B)(4) 2012. The cg stated that she had five of the cassettes that looked to be damaged. The cg stated that she would hold them for pick up. The cg stated that the cassettes were never used during therapy. There was no patient injury or medical intervention reported.